Event description:
Rn (registered nurse) placed a ng (nasogastric) tube. When she attempted to check the placement, she was unable to push air through the multi-functional port. Thinking there was an issue with the tube, she d/c'd it and replaced it with a new ng tube and multi-functional port, which then worked. Upon closer inspection of the original multi-functional port, she realized that the port holes did not properly line-up with the ports.